Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. We completed a good faith effort to obtain the information. Because the upn and lot number are unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the spyscope ds ii and report number 3005099803-2025-05359 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of stones on (B)(6) 2025. During the procedure, the visualization of the spyscope ds ii was compromised due to screen lag. The monitor intermittently switched between a loading screen and the spyglass logo, resulting in loss of image. The procedure was not completed sue to this event and will be rescheduled. There were no reported patient complications as a result of this event.